Event description:
It was reported that during a hip screw procedure, the tip of the impactor broke off during impaction. The surgeon was able to complete the procedure with no adverse effect to the patient. Nothing was left in the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that one of the tips is broken off as noted in the complaint, and that piece was returned. Both tips have numerous deep gouges and cuts all over them. The area between the tips is significantly deformed and there is a large gouge at the point where the breakage initiated. The threaded portion is undamaged. Based on the deep gouges and marks, as well as the deformed material where the tip broke, this device has been used extensively over time. It has also been mis-aligned with the plate on numerous occasions when being impacted. The technique guide states to gently seat the dhs/dcs plate with the impactor, but based on the damage and breakage, the impactor has been struck with significant force and oftentimes while misaligned with the plate. It is concluded that the complaint condition is due to the age of the device coupled with it being misaligned, and struck with excessive force.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4)